Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to unauthorized repair which is improper maintenance of the device. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the attachment device failed cutter brake assessment, the cutter would rotate freely and the shaft would stay still. It was further reported that the gear was broken in the back end and the middle end gear was ground out. It was also reported that the device middle came apart and some parts were missing. The device was initially returned to (B)(6) because it did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.